Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patient was experiencing changes in stimulation with posture due to lead fracture and migration. The patient will undergo a revision procedure. Additional information was received that the patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned since it was kept by the medical facility.

Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 5065307, model / catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was experiencing changes in stimulation with posture due to lead fracture and migration. The patient will undergo a revision procedure.